Event description:
It was reported that the on/off button does not always work. There was unknown patient involvement and unknown patient harm reported.

Manufacturer narrative:
B3 - date of event unknown. One device was returned for evaluation. The customer's problem could not be duplicated by visual, functional and occlusion test therefore no root cause was established since no problem was found. However, the device doesn't hold patient data, and the primary problem is with a defective pwa. The pwa was replaced. No further action will be taken by manufacturer. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.